Event description:
It was reported that stent damage occurred.   Vascular access was obtained via the femoral artery. The 20 x 3.0 mm target lesion contained in <= 45 degree bend was located in the mildly calcified and mildly tortuous right coronary artery (rca). The 2.75x20mm promus element¿ plus drug eluting stent was advanced to treat the lesion, however, resistance was encountered and the device was unable to cross the lesion. The physician suspected that the stent was damaged. The device was removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 20 x 3.0 mm target lesion contained in <= 45 degree bend was located in the mildly calcified and mildly tortuous right coronary artery (rca). The 2.75x20mm promus element¿ plus drug eluting stent was advanced to treat the lesion, however, resistance was encountered and the device was unable to cross the lesion. The physician suspected that the stent was damaged. The device was removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's condition was stable.